Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was related to the patient¿s procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2020 during which the cervical ipg was not put into surgery mode. In turn, the ipg was unable to communicate with external devices and patient lost therapy. A manufacturer representative confirmed the issue and attempted troubleshooting that resolved the issue. Therapy was re-established.